Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot# va2vayv, product type: lead. Product ID 3389s-40 lot# v a2xqk3, product type: lead. Product ID 3389s-40, lot# va2xqk3, product type: lead. Product ID 3389s-40 lot# va2xqk3 serial# implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when opened, it was found that the lead tip was bent. Any environmental/external/patient factors that may have led or contributed to the issue and troubleshooting measures taken are unknown. The products were replaced. The issue resolved. No symptoms were reported. Additional information was received reporting that these issues were all discovered in the same surgery. This information has been confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va2vayv serial# implanted: explanted: product type lead product ID 3389s-40 lot# v a2xqk3 serial# implanted: explanted: product type lead product ID 3389s-40 lot# va2xqk3 serial# implanted: explanted: product type lead product ID 3389s-40 lot# va2xqk3 serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6) ubd: 05-apr-2026, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(6) ubd: 28-dec-2026, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(6) ubd: 28-dec-2026, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(6) ubd: 28-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.